Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/21/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The pcb00 lens was observed cut. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 4/1/2019 and 5/19/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis preloaded intraocular lens (model pcb00 +21.5 diopter) was explanted from patient¿s operative eye because of patient experiencing decreased visual acuity issue. There was no incision enlargement, no sutures and no vitrectomy required. Same model of lens with higher diopter of +23.5 was used as the replacement lens for the patient. Patient outcome was reported as alright now. No further information provided.